Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery life and received a replace battery alert. The customer stated that the location of the damage was at the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the replace battery alert, but later it was declined. Troubleshooting was performed for the short battery lifetime, and the replaced battery was found in the alarm history. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed self test and active current measurement. However, pump received with a high sleep current measurement. No low battery alert noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review, low battery alerts were recorded on 07/03/2025 04:52:00, 07/01/2025 22:29:00, 07/01/2025 08:48:00 and 06/30/2025 22:07:01. Battery cycle 49.0 received the lowbatteryalert (104) on 07/01/2025 22:29:00 faster than expected at 0.57 days. Battery cycle 47.0 received the lowbatteryalert (104) on 07/01/2025 08:48:00 faster than expected at 0.44 days. Battery cycle 46.0 received the lowbatteryalert (104) on 06/30/2025 22:07:01 faster than expected at 0.37 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and battery tube. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, cracked case, scratched case, cracked case (battery tube) and battery tube threads - cracked. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were confirmed in the pump history and pump received with a high sleep current measurement due to moisture damage on pcba 1, pcba 2 and severely corroded battery tube. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.